Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer's wife was using the proxabrush go between cleaners while cleaning his teeth, and the wire broke and got stuck between his teeth.